Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlz878 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown. Action taken when event occurred? Unknown. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. Was 1 vicryl j416h and 1 monocryl y426h used on the same patient in this procedure? Yes which device had needle breakage issue? Unkown. Was the needle piece retrieved? Unknown. Lot number of the monocryl y426h lot# mlz878. How was case completed? Used the products from another lot was there any patient consequences and what medical/surgical intervention to manage them? Unknown.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2019 and suture was used. During the procedure, the needle tip broke and was almost lost. No adverse patient consequences were reported. Additional information was requested.